Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/apr/2024.

Event description:
Healthcare professional reported right-side rupture confirmed via CT scan. Later, healthcare professional reported malposition of implant. Device has been explanted.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Malposition: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional additionally reported "malposition of implants."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture confirmed via ctscan. Device remains implanted.